Event description:
The customer reported via phone call that they had unexplained high blood glucose. The customer reported bleeding at site when the infusion set was removed. The customer's blood glucose was 400 mg/dl. Customer treated their blood glucose with the insulin pump. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.